Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to stenosis. The procedure was successfully performed with a 26mm 9750tfx valve. The procedure was uneventful and the patient remained stable throughout.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to moderate thickened leaflets, leaflets motion restricted, thrombosis, severe mitral stenosis, mild to moderate regurgitation. The patient presented with heart failure and shortness of breath. The procedure was successfully performed with a 26mm 9750tfx valve. The patient tolerated the procedure well and no complications were encountered. The patient was transferred to the recovery room. On pod#1, the patient was discharged in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), and h6 (clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hyperlipidemia (hld) and chronic kidney disease (ckd).

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to moderate thickened leaflets, leaflets motion restricted, severe mitral stenosis, mild to moderate regurgitation. The patient presented with heart failure and shortness of breath. The procedure was successfully performed with a 26mm 9750tfx valve. The patient tolerated the procedure well and was transferred to the recovery room. On pod#1, the patient was discharged in stable condition.

Manufacturer narrative:
H11: corrective data: corrective sections: b5, and b7.